Event description:
Additional info from medical records received (B)(6) 2010. The indication for initial cypher placement was acute coronary syndrome with st elevation mi. Angiography revealed 99% stenosis in the mid rca. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atm. The 3.0 x 18mm cypher was implanted at 14atm and was post-dilated with a 3.25 x 15mm balloon at 15atm with no residual stenosis. Post procedure, the patient experienced vasospasm that was responsive to intracoronary nitroglycerin.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/09/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109. The meter was replaced and requested back for investigation. Meter was investigated and passed testing. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issue with the meter began on (B)(6), 2010 at 6:00 am. Due to the alleged issue, the patient increased their dosage of insulin. The patient mentioned that approximately 2 months after the alleged issue began, she developed symptoms of feeling dizzy and had a cold. The patient went to the ER and was treated with insulin. It is unknown what the reading was in the ER. This is not the first time the product was being used. The meter powered on by pressing the power button. The patient was using the correct test strips. The reported issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working, she developed symptoms had had to be treated with insulin in the ER.